Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was not receivng data on the smart phone's g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no data on the smart phone's g5 mobile application was confirmed via data. A root cause could not be determined.